Event description:
It was reported that the patient's ipg was set to MRI mode, but when the MRI technician attempted to confirm, the ipg would not communicate with external device. A manufacturer representative met with the patient and the ipg was able to be taken out of MRI mode, the function was restored, and programming was successful.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete patient information. Based on information obtained the device is included in the neuromodulation implantable pulse generator (ipg) unable to exit MRI mode advisory notice issued by abbott on 22 june 2023. A patient unable to disable MRI mode and activate therapy was reported to abbott. Troubleshooting steps resolved the issue and therapy was reestablished. Based on the information received, the event is consistent with the loss of the bluetooth pairing bond while in MRI mode. As a result of this finding, abbott is performing further investigation.